Manufacturer narrative:
The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing, indicating increased friction between the two components due to a misalignment. The exposed needle resulted in a tear in the external soft cannula. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.